Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional (hcp) reported right capsular contracture grade IV, 'peri-capsular' liquid, confirmed via MRI. Device remains implanted.